Event description:
A pt that developed a rash of possible allergic reaction after four applications of compound w freeze off in 2005. The customer report 9 days later that they are experiencing swollen lymphnodes and a low fever. Customer contacted doctor but was not treated at that time. The customer's report does not describe the location of the warts treated.